Event description:
It was reported that a pump alarmed for a system error 322. The device history log shows that the pump alarmed for a system error 322 on (B)(6) 2013 while delivering 20 meq/1000 ml of IV ds 1/2 ns + kc1 at a rate of 100 ml/hr. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The eval confirmed a system error 322 alarm through review of the device history log, but the alarm could not be reproduced during testing. Further engineering eval observed an intermittent failure on the upper aux switch, which is the likely cause of this alarm. The upper aux assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.